Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation the response button covers were missing and the front response button switch was damaged. The root cause of the damaged response buttons cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were damaged and the device would not activate.